Manufacturer narrative:
This report is being supplemented to provide additional information both provided by the customer as well as based on the completed device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by the use of a non-olympus brand main lamp. However, a definitive root cause cannot be identified. The instructions for use contain information which addresses the reported failure mode: instructions: evis exera iii xenon light source/olympus clv-190. Chapter 4 inspection. If the emergency lamp indicator on the control panel lights up turn the light source off and then on again and try to ignite the examination lamp again. If the emergency lamp indicator still lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. If, after following the steps above, the emergency lamp indicator continues to light up, contact olympus. 4.7 inspection of the examination light. 3 confirm that the examination light is emitted from the distal end of the endoscope (see figure 4.5). When the lamp light intensity decreases even if the ¿500 h¿ indicator does not light up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. Chapter 6 lamp replacement. 6.1 replacement of the examination (xenon) lamp. Always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Olympus will continue to monitor the field performance of this device.

Event description:
On (B)(6) 2023, a response to a request for clarification regarding the event was received. The customer confirmed that they shut the system down and restarted it in order to mitigate the experienced issue, which seemed to resolve the problem. The procedure was a diagnostic colonoscopy, which was completed successfully.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue was not confirmed. The following additional findings were also noted: top cover rusted, lamp door rusted, bottom chassis rusted, main power switch housing cracked, scope socket has poor connection causing intermittent use of high intensity mode, non-olympus lamp life meter is reading at 100+ hours and light output measured out of range, and lamp has insufficient thermal grease. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that, during preparation for use of their evis exera iii xenon light source device, it was discovered that the main lamp would not light but the spare lamp continued to come on, even after changing the bulb. There were no reports of patient or user harm associated with this event.